Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had gone into a coma because their healthcare provider was giving them too much insulin. The patient's blood glucose level was unknown at the time of the call. The customer did not mention if they were hospitalized. The customer stated the called inquiring assistance with programing their insulin pump. Assistance was provided and customer did not return the product back for analysis.